Event description:
(B)(4). After this device my life changed completely, pelvic pain, knee pain, leg pain, headaches, shoulder pain, numbness of right arm and leg, back pain, painful periods, mood swing, brain fog, fatigue all the time, vaginal infections, pnd painful intercourse. Due to this symptoms I almost lost my marriage and I been very mean with my kids.